Event description:
Patient reported wearing the pod on the skin between 4 and 24 hours prior to the event. Patient reported repeated ¿missing sensor values¿ alerts and inability of the pod to communicate with the glucose sensor. Patient reported similar communication issues with a previous pod. Patient stated that the lack of communication prevented proper insulin regulation and reported that blood glucose decreased to 17 mg/dl. Patient reported becoming unconscious. A sensor alert indicating low glucose was observed by a sibling, who contacted emergency services. Patient was transported by paramedics to the emergency room on (B)(6) 2026, and was hospitalized for approximately 24 hours. Patient reported diagnosis of low blood glucose. Treatment included administration of a sugar solution injection. The pod in use at the time of the event was removed and discarded in the emergency room by healthcare personnel; therefore, device evaluation could not be performed. Dexcom was notified on april 30, 2026.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone15.3 cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.